Event description:
It was reported that the patient experienced a pericardial effusion, and the procedure was aborted to repair a perforation hole. During the atrial fibrillation procedure, access was obtained and intracardiac echocardiography (ice) and coronary sinus placed without indecent. There was no baseline, and while in the home view, the ice image was saved prior to crossing. The physician did not see any effusion in that view prior to crossing. A transseptal (tsp) imaging was difficult to obtain. Using a faradrive steerable sheath and faradrive connect for tsp without incident, while imaging continued to be difficult to see relevant structures in the left atrium (la). The tsp stick ended up higher than it initially appeared but did cross into a safe crossing spot. The stick was high and mid, the non-boston scientific mapping catheter was inserted, and a full la map was created without incident. The non-boston scientific mapping catheter was removed and the farawave catheter was placed in the heart. Upon maneuvering the farawave catheter up, it was observed that the catheter and sheath were deep in the left superior pulmonary vein (lspv). The catheter was not deployed without a guidewire as per protocol. Recommendation was provided to the physician to pull the system back as the system was deep in the vein and the catheter should not be fully deployed deep in the vein. The deep position of the catheter was maintained for a period of time and after this while trying to visualize the apparatus on ice. During this time the physician also continued to try to wire the rosen wire further and further out the vein while watching on fluoroscopy. Eventually the wire was left partially out of the lspv, while the system was retracted proximally and then moved the catheter to flower configuration safely. The wire retracted into the catheter, and re-engaged in the lspv in flower configuration, wired out, and shortly after checked for an effusion. A large and growing effusion was noted on ice before any ablation could be started. The size of the effusion was measured, and it was approximately 1cm and growing. The anesthesiologist noted a drop in end title carbon dioxide and approximately a 10-20mmhg drop in systolic pressure. The pressure had been steady throughout the procedure to that point. The catheters were removed from the la, protamine was administered. A pericardial access was achieved, and the effusion drainage commenced. Approximately 2 liters were drained, but the effusion continued to accumulate unless blood was being removed from the heart. An atrial line for blood pressure support was placed. The patient was hemodynamically stable throughout, but it was determined that surgical intervention was necessary. The patient was prepped and went to the operating room where a perforation hole was found in the heart "below the left atrial appendage" and was being surgically repaired at this time. The device is not expected to return as it was disposed, therefore the lot number is not available. No further information at this time. It was further reported that the effusion measured at 0.8cm but increased to 1.5cm in just a few minutes. The perforation occurred at the base of the appendage outside the left superior pulmonary vein and near the roof. The patient is stable.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and section h10 related report number. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion, and the procedure was aborted to repair a perforation hole. During the atrial fibrillation procedure, access was obtained and intracardiac echocardiography (ice) and coronary sinus placed without indecent. There was no baseline, and while in the home view, the ice image was saved prior to crossing. The physician did not see any effusion in that view prior to crossing. A transseptal (tsp) imaging was difficult to obtain. Using a faradrive steerable sheath and faradrive connect for tsp without incident, while imaging continued to be difficult to see relevant structures in the left atrium (la). The tsp stick ended up higher than it initially appeared but did cross into a safe crossing spot. The stick was high and mid, the non-boston scientific mapping catheter was inserted, and a full la map was created without incident. The non-boston scientific mapping catheter was removed and the farawave catheter was placed in the heart. Upon maneuvering the farawave catheter up, it was observed that the catheter and sheath were deep in the left superior pulmonary vein (lspv). The catheter was not deployed without a guidewire as per protocol. Recommendation was provided to the physician to pull the system back as the system was deep in the vein and the catheter should not be fully deployed deep in the vein. The deep position of the catheter was maintained for a period of time and after this while trying to visualize the apparatus on ice. During this time the physician also continued to try to wire the rosen wire further and further out the vein while watching on fluoroscopy. Eventually the wire was left partially out of the lspv, while the system was retracted proximally and then moved the catheter to flower configuration safely. The wire retracted into the catheter, and re-engaged in the lspv in flower configuration, wired out, and shortly after checked for an effusion. A large and growing effusion was noted on ice before any ablation could be started. The size of the effusion was measured, and it was approximately 1cm and growing. The anesthesiologist noted a drop in end title carbon dioxide and approximately a 10-20mmhg drop in systolic pressure. The pressure had been steady throughout the procedure to that point. The catheters were removed from the la, protamine was administered. A pericardial access was achieved, and the effusion drainage commenced. Approximately 2 liters were drained, but the effusion continued to accumulate unless blood was being removed from the heart. An atrial line for blood pressure support was placed. The patient was hemodynamically stable throughout, but it was determined that surgical intervention was necessary. The patient was prepped and went to the operating room where a perforation hole was found in the heart "below the left atrial appendage" and was being surgically repaired at this time. The device is not expected to return as it was disposed, therefore the lot number is not available. No further information at this time.